Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose level was 300-400 mg/dl. The customer declined troubleshooting for high blood glucose. The customer also stated that he received insulin flow block alarm. The customer was assisted in troubleshooting for insulin flow block alarm. The customer reported that the reservoir was empty. The insulin pump will not be returned for analysis.